Event description:
The MFR received info from a third party service center alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the third party service center, the customer's complaint was confirmed. The ventilator's blower motor was replaced to address the issue.